Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotiteâ® tapered certainâ® implant 3.25 x 13mm (xifnt3213) was returned for investigation. A portion of the unknown screw was returned inside the implant. Visual evaluation of the as returned product identified the implant with signs of use, apparent bone / tissue attached to external threads. What appears like a fractured screw / component was seen stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth # 24 (universal) and were used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021040585). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2021040585) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (screw fracture & unable to place implant into osteotomy) or product (unknown screw & xifnt3213). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event (screw fracture) was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that during investigation a portion of a screw fracture was found inside the implant.